Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump had damages to the back housing and that the door was broken. They stated that this resulted in a two to three hour delay. They did not provide any information regarding the feeding regimen or more specific information regarding the length of the delay. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. [Complaint- (B)(4)].